Event description:
The manufacturer was contacted in reference to a ds2adv auto CPAP device. The patient alleged cancer. In addition, the patient also reported eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, asthma, inflammatory response kidney disease, liver disease, lung disease, shortness of breath, chest pain, and hearing loss/balance/double vision. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.